Manufacturer narrative:
Upon further review, it was determined that this event is not a reportable malfunction. Per the legal manufacturer, there is not a potential for the reported malfunction to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The suspect device has not been returned for evaluation therefore a definitive root cause cannot be determined at this time. If additional information becomes available a follow-up report will be filed.

Event description:
Olympus was informed by the user facility that their hd camera head device did not produce an image and the screen was blank. The reported problem occurred during a patient procedure. The type of procedure is unknown. The procedure was completed upon replacing the device with a similar device. No patient injury or harm occurred.